Manufacturer narrative:
The affected devices were returned for investigation. The mfg documents, the inspection protocol and the raw material certificate of the affected devices were reviewed and no deviation from specification was noted, therefore a mfg or material related issue can be excluded. The returned items were given to the mfg cell for re-inspection. All the devices were found to be in specification and fully functional. Due to the above mentioned reasons the failure leading to the complaint cannot be reproduced.

Event description:
Our customer has reported us via sales rep. That during the surgery, when the surgeon was operating with the items (B)(4), this group items did not hold the screws as specified. Our customer has alleged us that the screws could not be addressed. The surgeon used his fingers to address the screws. The surgery was finished with another item available. No more adverse consequences were reported by the customer. The items are part of a loan kit.